Manufacturer narrative:
Correction: event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic extrafascial hysterectomy procedure, when the doctor opened a sterilization package of synthetic absorbable surgical sutures, it was noticed that the needle and the suture were separated. They replaced a package of suture to complete the procedure. There was no patient injury.